Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range impedance that resulted in a lead safety switch (lss). Technical services (ts) recommended troubleshooting actions and following steps. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).